Event description:
It was reported that during a laparoscopic retroperitoneal lymphadenectomy procedure the stapling in the rectum failed, the stapler did not perform stapling completely. Another similar product was used to continue the procedure. No adverse event occurred to the patient.

Manufacturer narrative:
(B)(4). Date sent 10/11/2024. D4 batch #794a75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the joint cover damaged and with two reloads present (b & c). The reloads were received partially fired 1/2 with one tyvek. The returned device and the returned reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties the staple line and cut line were complete and the staples meet the staple release criteria. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 794a75, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, x9507l, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device provide clamps? Yes. If yes, were the clamps formed correctly? Yes. If yes, was the staple line complete? Yes. The appliance has cut? If yes, was the cutting line complete? Yes. If so, was there any problem with the cutting line, such as irregular, blind knife, irregular etc.? Was there no difficulty opening the appliance? No. If yes, how was the device removed from the patient? X. If so, did the jaws finally open? X. Provide the source or name of the person who provides answers to follow-up questions (not the person who transmits/sends the answers to the loc or chu). Ralph correa de almeida. Provide the status of the device(s) as it was not received for analysis. If the device was shipped, please provide the shipment tracking details. The device has been sent to the company.